Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the device displays a "loudspeaker fault, and there is no qrs sound when used alone, and it permanently emits audio alarms when it is connected to the cardio-respiratory monitor". There was no report of an adverse event. The device was used for monitoring at the time of the alleged malfunction.